Manufacturer narrative:
Device remains implanted. No evaluation will be performed. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that "out of the box we noticed a large crevice in the articulating surface of the lateral plateau. As no other inserts were available, we implanted."